Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was that during a laparoscopic cholecystectomy procedure, the bag broke when inserted into patient. A piece broke off and had to be removed from the patient. The case was completed using another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information: batch # m91l9m. The analysis results of the pouch device found that it was received fully deployed. The suture was noted to be cut and it was still attached to the device; bag was not returned for analysis. Due to the returned condition of the device, no further testing could be performed. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.